Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the insulation damage allegation was confirmed based on observation of a puncture hole noted approximately 58mm from the tip end of the lead, consistent with a backloaded guidewire escaping the lumen. The prolonged surgery impact code was addressed with the same as-analyzed coding as the puncture hole issue. The "unintended user error" conclusion code was selected based on the field report and the observation of a puncture hole in the insulation near the tip section of the lead. This type of damage is consistent with a back-loaded guidewire (inserted through the tip portion of the lead) escaping the lumen.a review of the device history record (DHR) was performed. The review of the DHR identified that there were no process related non-conformances, scrap, or rework performed during the production that could explain the event. The reviews ensure each device meets specification prior to release for use. There is no indication the device manufacturing process contributed to the reported complaint. A risk review was completed and confirmed that the event of damaged or defective was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product. The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown issue. The lead was never in service. No adverse patient effects were reported. Additional information from the field indicates that the scrub technician accidentally punctured through the insulation of the lv lead with the stiffest, distal end of the wire when the physician was loading the lead.

Manufacturer narrative:
The return of the product was requested. If the product is returned, product investigation will be performed, and this complaint would be updated upon analysis completion.

Event description:
It was reported that this left ventricular (lv) lead was attempted due to unknown issue. The lead was never in service. No adverse patient effects were reported. Additional information from the field indicates that the scrub technician accidentally punctured through the insulation of the lv lead with the stiffest, distal end of the wire when the physician was loading the lead.